Event description:
It was reported that during a lead repositioning procedure, the pulse generator exhibited backup vvi mode after suspected electrocautery interaction. After a device software download, the device resumed normal function.

Manufacturer narrative:
(B)(6).